Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak and/or endotension, occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel. Literature title: clinical outcomes and risk factors for viabahn stent graft occlusion : in the treatment of visceral arterial injuries in cancer patients source: interventional radiology, 9(3):172-179 w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature was reviewed. "Clinical outcomes and risk factors for viabahn stent graft occlusion : in the treatment of visceral arterial injuries in cancer patients" yuji koretsune, et al. Interventional radiology, 9(3):172-179. Summary: this is a multi-center retrospective study to evaluate technical and clinical success rates, periprocedural complications and stent graft [sg] patency of 26 [21 men and 5 women, ages 59.5-75 years old] patients that underwent gore®¿viabahn®¿endoprosthesis [vsx] placement for visceral arterial injuries between december 2017 and november 2022. In the study, 29 vsx devices were place. The diagnoses for the patients included pancreatic cancer [n=10], distal cholangiocarcinoma [n=7], gastric cancer [n=3], duodenal papillary carcinoma [n=3], and testicular tumors [n=1]. Indications for the 26 cases, 22 had prior surgery, with a median interval of 15 days between surgery and onset of hemorrhage. Pseudoaneurysm was caused by vessel erosion resulting from pancreatic cancer in three cases, while the etiology of bleeding was unknown in the remaining one case. During the procedure, vsx was placed according to instructions for use and in the event of a branch artery around the bleeding point, coil embolization of the branch artery was performed before vsx placement prevent a type 2 endoleak and balloon dilation or graft extension was chosen. The technical and clinical success rates were 96.6% (28 of 29) and 86.2% (25 of 29), respectively. ¿one patient experienced technical failure due to celiac artery dissection during the procedure. ¿four cases resulted in clinical failure; two had rebleeding from the proximal side of the viabahn sg, and two experienced a bloody fluid collection from surgical drains; nevertheless, no source of bleeding could be identified. The periprocedural complication rate was 17.2% (5 of 29), including four moderate adverse events and one patient death. ¿particularly, minor thromboses in the hepatic artery were observed in two instances on post-sg implantation angiography; however, they resolved without further care and caused no hepatic infarction. ¿in one case, celiac artery dissection was found; however, it did not cause ischemic sequelae. ¿in another instance, a splenic artery perforation occurred immediately distal to the bleeding spot with a 0.035- inch hydrophilic guidewire, which was fixed by covering both wounded sites with a single viabahn sg. ¿one patient, a 76-year-old woman with a history of pancreaticoduodenectomy for duodenal papilla carcinoma 3 years earlier and distal gastrectomy for gastric cancer 13 years prior. 3.0-cm pseudoaneurysm in the celiac artery and two vsx were placed [6mm and 5mm] were placed were placed from the common hepatic artery to the celiac artery, following 8-mm avp-4 insertion in the splenic artery to prevent type 2 endoleak. Celiac arteriography revealed the disappearance of the pseudoaneurysm and thrombus in the proper hepatic artery, resulting in reduced blood flow in the left hepatic artery. The clearance of this thrombus was verified through postoperative CT with no further therapy. Contrast-enhanced CT 2 days following sg installation showed necrosis of the stomach, spleen, and pancreas, which were thought to be related with sg placement. The patient died 6 days after sg installation. ¿branch artery embolization was done in five cases to prevent type 2 endoleaks. ¿angiograms following sg installation showed a type 1 endoleak in two cases; one was resolved following subsequent balloon percutaneous transluminal angioplasty, and the other was addressed by additional sg implantation on the proximal side. ¿the 30-day mortality rate was 15.4% (4 of 26 cases), including 3 cases of multiorgan failure and 1 case of pneumonia-related respiratory failure. Follow up CT patency [206-584.25 days] the sg patency rates at 1, 3, 6, 12, and 24 months were 85%, 84.2%, 77.8%, 66.7%, and 50%, respectively follow-up CT was performed in 20 of the 26 patients (4 patients died, 1 patient experienced technical issue, and 1 patient was lost to follow-up). Among the 20 patients, 15 underwent antiplatelet therapy after sg insertion. ¿sg occlusion occurred in seven individuals (after 5, 20, 21, 176, 191, 218, and 492 days, respectively). ¿in four cases, occluded sgs were implanted in the splenic artery, two in the common hepatic artery to the right hepatic artery, and one in the proper hepatic artery to the right hepatic artery.